Event description:
The customer alleged that he was unable to detect low contrast liver lesions on brilliance 64 sys. He was unable to visualize lesions that were previously identified for the same pt on other scanners. The customer also alleged that he had to reconstruct using multiple filters and enhancement levels in order to see the same low contrast detectability whereas only one filter, and one reconstruction was needed with other scanners. There was no report of misdiagnosis or mistreatment.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete sections at this time. We will file a f/u MDR upon completion of the investigation. (B)(4).